Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead could not be fixated. The reported lead was not installed and the procedure was completed with an alternative lead on 14 oct 2022. The patient was in stable condition.